Event description:
It was reported "on (B)(6) 2025 at 22:00, the mode was adjusted to 1:1 in the ICU, but the electromagnetic valve alarm was displayed again. Immediately, the emergency plan was initiated, and the iabp machine was replaced". The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00938.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025 at 22:00, the mode was adjusted to 1:1 in the ICU, but the electromagnetic valve alarm was displayed again. Immediately, the emergency plan was initiated, and the iabp machine was replaced". The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00938.